Manufacturer narrative:
A home care nurse was using the cotton tipped applicator to pack a deep tunneled wound. The wound had been treated for a couple of months but had not been healing. The applicator broke off inside the wound and the nurse could not retrieve it. It had to be surgically removed by a surgeon. The retrieved piece measured approximately 3.3 cm in length. The wound was debrided by the surgeon and it subsequently healed. The nurse manager indicated that based upon the depth of the particular wound, an alternate product may have been more suitable. The packaging of the device has a caution statement to the end user which states the following: "cotton tipped applicators with wood shafts should not be used in procedures which may require excessive pressure. Excess pressure may lead to shaft breakage or tip detachment. Products which may be better suited for these types of applications include: cotton tips with plastic shafts or polyester tips with plastic shafts."

Event description:
A home care nurse was providing wound care to a patient with a tunneled wound. She was using a cotton tipped applicator to pack the wound and approximately 3.3cm of it broke off. The nurse could not retrieve it. Surgical intervention was required.